Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with serial (B)(6) did not power on despite charging, with haptic feedback present but the screen unresponsive, and remote restart attempts unsuccessful; the issue was characterized as a display visibility problem involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display problem consistent with a display difficult to read and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.